Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the magic 3 go catheter felt sharp during use and was therefore unable to be fully inserted. The patient allegedly experienced pain, discomfort, and self-limited bleeding. No medical intervention reported.